Event description:
Boston scientific received information that during a pulse generator (pg) follow up it was noted that the header of the device was protruding from the skin. All measurements appeared normal. At this time the device remains implanted. The patient is stable.

Manufacturer narrative:
Should additional information become available, this event will be updated.